Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed slight rotational movement in the lock. However, despite the movement, the unit would not slip when properly positioned and locked. General maintenance and cleaning were performed. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. The unit passes all specific functional testing. The probable root cause is improper or suboptimal placement of the skull clamp. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2024-00114: a facility reported that the mayfield modified skull clamp (a1059) slipped at the end of a posterior fossa craniotomy procedure causing a 2.5cm laceration to the patient. The surgeon was removing the clamp at the end of the procedure when the pins slipped. There was no delay in surgery; however, the surgeon had to suture and staple the patient's heads.